Event description:
It was reported that approximately three years post-implantation, the patient underwent a left hip revision due to unknown reasons. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat # 010000666 lot # unk g7 pps ltd acet shell 58g. Cat #: 110017187 lot # unk g7 neu +5mm arcomxl lnr 36mm g. Cat # 11-363665 lot # unk 36mm cocr mod hd +9mm. Cat # 51-105180 lot # unk tprlc xr t1 pps 18x156mm. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; g4; h2; h3; h4; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial right tha was performed. While at work moving a box, the patient felt a pop in his hip. X-rays did not show any acute findings after the event. Additional x-rays taken later on showed the head was articulating against the cup and the poly had disassociated. A revision occurred where disassociation and fracture of the liner was confirmed, as well as subsidence of the right hip. There was also metallosis/pseudocapsule throughout the joint. The metallosis was noted throughout the head, but the trunnion of the stem appeared okay. A tear was also noted in the fascia. The head and liner were explanted and replaced. The stem and cup remained implanted. A definitive root cause cannot be determined. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b7; g3; h2. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further information is available at the time of this report.

Event description:
It was reported that approximately two years post-implantation, the patient underwent a right hip revision due pain, squeaking, swelling, and redness in the hip. The patient felt a pop like when moving a box at work, but x-rays did not see any findings. It felt like something rolled in the anterior aspect of the hip and rolled back. There was progressive pain and approximately three weeks later, x-ray showed the head articulating against the cup with the poly liner disassociated from the cup. There were elevated crp levels, which indicated inflammation and infection risk so the patient underwent an irrigation and debridement with head and liner exchange. During the procedure, there was significant metallosis identified through the hip and tears in the fascia. Necrotic tissue and pieces of the loose, fractured poly liner were removed. The hip was thoroughly irrigated and there was ebl of 850ml with prbcs transfused. The stem and shell remained. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: a4-6; b1; b5-7; d4 lot; d10; g3; h2; h6. The following sections were corrected: d1; d4 cat#; d6a; e1; h6 component. D10: cat # 010000665 lot # 6911117 g7 pps ltd acet shell 56f, cat# 650-0662 lot# 3043983 delta ceramic fem hd 36/+3mm, cat # 51-105180 lot # 6238870 tprlc xr t1 pps 18x156mm. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.